Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 01may2023. H6: investigation summary: a complaint of a set being broken out of the packaging was received from the customer. A sample was returned for investigation. Through visual inspection, damage was seen where the filter connects to the tubing. The customer complaint of component damage was confirmed. A device history record review for model 10013902 lot number 22069110 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. A review of the manufacturing process was completed in order to determine opportunities in the process for this defect. During the transport of the raw material to the transfer area, no risk of damage was observed. Subsequently, the filter bags are placed in the rack area at an altitude that prevents damage from falls. The filters are transported to the manufacturing area as required. The assembly of the set takes place in the cells; if during the assembly a piece with damage is detected, it is placed in the scrap area. During filter assembly, a support fixture is used to prevent excessive force on the component, and variations during tube insertion. No opportunities were found during the production process of the model 10013902 and transportation of the affected component (filter). Due to this, the failure mode could was not found to be related to the manufacturing process. The supplier of this filter was also notified of this defect. An investigation of the sample was performed by the supplier. Due to the damage of filter, and the piece being fully broken off inside the tubing, it was determined that the filter was broken at the time of the set assembly. A review was conducted of the manufacturing batch record for the filter, and it was confirmed that the lot was manufactured according to approved procedures and met all specifications for release. The root cause of the damage could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the filter detached from the bd alaris¿ smartsite¿ low sorbing set when removing it from the packaging. The following information was provided by the initial reporter: "quality complaint broken/damage (out of box). Occurred during patient use, no reported injury or medical intervention. The filter detached upon removal from the packaging. How long was product in use when the problem occurred? - right at the start. 2. Was the packaging damaged as well? No, but not available for return. 3. Was the sterility breached due to the damage? Yes. 4. What is the intended medication to use in the defective item? Chemo drug (no specific data) . 5. What type of procedure is being performed? Removing the product from its packaging. 6. Was there a delay of or change in the course of treatment due to the event? No".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the filter detached from the bd alaris¿ smartsite¿ low sorbing set when removing it from the packaging. The following information was provided by the initial reporter: "quality complaint broken/damage (out of box). Occurred during patient use, no reported injury or medical intervention. The filter detached upon removal from the packaging. How long was product in use when the problem occurred? - right at the start. Was the packaging damaged as well? No, but not available for return. Was the sterility breached due to the damage? Yes. What is the intended medication to use in the defective item? Chemo drug (no specific data). What type of procedure is being performed? Removing the product from its packaging. Was there a delay of or change in the course of treatment due to the event? No".